Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) in use, it was found that the alarm "iab" pipeline was detached. Customer reported "automatic inflation failure" - on-site inspection of the device and fault code records at the hospital confirmed the fault reported by the customer. Inspection found that the patient's decoagulant was leaking. After the equipment was removed, on-site inspection found that the patient's condenser was leaking seriously and needed to be replaced. No harm reported.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6), address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) in use, it was found that the alarm "iab" pipeline was detached. Customer reported "automatic inflation failure" - on-site inspection of the device and fault code records at the hospital confirmed the fault reported by the customer. Inspection found that the patient's decoagulant was leaking. After the equipment was removed, on-site inspection found that the patient's condenser was leaking seriously and needed to be replaced. After verification, the malfunction was discovered by the user; the equipment reported an air leak in the iab loop. No harm reported.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, b5, d9, e1(initial reporter), g3, g6, h2, h3, h6(medical device ¿ problem code), h11. A getinge field service engineer (fse) inspected the unit and confirmed that the fault codes recorded at the hospital were consistent with the issue reported by the customer. The inspection also verified that the patient¿s decoagulant was leaking. The fse replaced the condensate removal module. The unit passed all factory specified performance and safety test. The unit has been returned to the customer and is ready for clinical use.